Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver ((B)(4)/lot number 5195128), being used with the complaint transmitter, was returned on (B)(4)2015.. The returned pediatric was visually inspected andno defects were found. Functional testing was unable to be performed due to a failed calibration and paring test. The receiver case was opened for further evaluation. An interior inspection was performed and found the root cause to be a defective component in the receiver's printed circuit board. The reported event of an intermittent out of range signal was confirmed.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was returned for evaluation on 05/14/2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.